Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the balloon component of this aus was thoroughly analyzed. The balloon was visually inspected, tested for leaks, and functionally tested. Fluid leaks were present in balloon tubing consistent with tool/sharp instrument damage. The balloon passed leakage testing. The damaged tubing was trimmed away, and functional testing was completed. The balloon did not pass testing as an output pressure of 80.4 cmh2o was observed which is above the product specification of 70 cmh2o. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities that would affect the functionality of the device. This investigation is assigned a most probable conclusion code of cause traced to component failure. This conclusion was selected based on the failure of the balloon that did not pass the functional test. Product analysis was able to confirm the balloon output pressure reading was above specification of 61-70 cmh2o.

Event description:
It was reported that this artificial urinary sphincter (aus) balloon was explanted and replaced for unspecified reasons. The product was later returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed, and a product performance problem was identified. See additional manufacturer narrative for full investigation details.